Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. No smoke caused dis-colorization or residue was noted within the enclosures or on any of the components within the enclosures. No burned or discolored components were noted on the pcb. A functional evaluation revealed the pump motor continuously ran without pressurizing. The unit had a piston migration of .54. This piston migration is considered normal, so a loss of hydraulic fluid was not the cause of the unit continuously running. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit¿s pump motor would still continuously run when driven directly by the jig. This eliminated the pcb and fuse as the root cause. The solenoid valve was replaced and the unit pressurized and performed as designed and did not continuously run. The defective solenoid valve was confirmed as the root cause of the unit continuously running. The unit did not have an odor of something that had been burned. The servo-motor was not damaged or burned since the unit performed as designed after the defective solenoid valve was replaced. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.

Event description:
It was reported that during a shoulder scope, the device was smoking a little. It is unknown if backup was available and how the issue was resolved or whether there was a delay in the case. No patient injury or other complications were reported. Attempts were made to retrieve further information but no response was received from the complainant.

Event description:
It was reported that during a shoulder scope, the device was smoking a little. The same device was used to complete the procedure with no significant delay and no patient injuries. There was no loss of traction or positioning during the case.